Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity, zinc poisoning [metal poisoning], copper deficiency [copper deficiency], extensive nerve damage [nerve injury], neuropathy [neuropathy peripheral], tingling in left leg and left foot [paraesthesia], numbness in left leg and left foot [hypoaesthesia], pain in left leg and left foot [pain in extremity]. Case description: a attorney reported that their (B)(6) male client, used fixodent denture adhesive, version unk to secure dentures and improve denture retention and comfort beginning 1980 to the present, and reported the following: profound and permanent neurologist injuries, severe and permanent physical injuries, zinc toxicity, zinc poisoning, copper deficiency, extensive nerve damage, neuropathy, tingling in left leg and left foot, numbness in left leg and left foot, pain in left leg and left foot. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the rptr therefore unable to proceed with batch retain testing or product investigation.